Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain via a manufacturer representative. It was reported that the patient has a rechargeable device placed in the upper thoracic for left extremity pain. The patient claimed that the battery was heating at the pocket, but the battery heating doesn't seem to occur when charging. Since the heating began, he has been turning the battery off between 9am-6pm and claims that the battery is still warm. The patient was seen by a health care provider who stated that there was not an infection and that the pocket seemed normal. The device had also been turning off and on by itself. The patient woke up in the night in pain and the implantable neurostimulator was off. The implantable neurostimulator has turned off several times over the past 2 weeks, occurring intermittently. The patient confirms that it is off with the patient programmer and it is charged. The patient programmer confirmed that the stimulation was turning itself off when it should be on. Diagnostics were run and the issue had not been resolved as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.